Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent system was used during a biliary stenting procedure. According to the complainant, the stent became caught on the suture and could not be deployed. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the investigation results; stretched inner catheter.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. A visual eval found that the stent had been released from the delivery system upon return. The guide catheter was found to be partially retracted and the section that had been retraction was stretched and kinked. The push catheter was wavy in appearance most likely due to being partially bent during use. The guide catheter was fully retracted from the push catheter. A suture impression was found in the guide catheter 5.4cm from the distal end of the catheter. A partially collapsed area was also found in the guide catheter 6.4 to 7.5cm from the distal end of the guide catheter. Following the analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the stent was difficult to deploy. The most probable root cause is operational context. During the eval, the push and guide catheters were found to be damaged which most likely caused the two to bind against each other during an attempt to release the stent. The damage to the catheter most likely occurred during insertion or placement of the stent. (B)(4).